Event description:
On august 10th, the user contacted dario to report low blood glucose (bg) readings.the user reported that she received low bg readings from her dario meter compared to the bg readings from her non-dario meter and the bg readings that she received at her doctor's office.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.